Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. B3: event date not available. H6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon noted that shift and skive issues affected accuracy of screws placed with the guidance system. Navigation accuracy was affected by the rotation of the tracker on the instrument, which made the surgeon question accuracy during the procedure. There was no patient harm and the procedure was delayed less than an hour.